Event description:
Reporter indicated that the patient over the past three months has experienced pain (not indicated where), an increase in seizures, dyspnea and vomiting. The patient has been at the same device settings for approximately one year and has had good seizure control. The patient experienced an increase in seizure activity following changes made to their medication regimen (no details available regarding medications) approximately three months ago. The neurologist has since changed their medications again and the patient's seizure frequency has returned to baseline. The patient has been experiencing dyspnea, vomiting and pain since last medication change. Each of these symptoms has not changed in quality or intensity over time. The patient reportedly has not had any previous problems with the vns. Physician plans to decrease the programmed output current in an attempt to alleviate the patient's symptoms. Attempts to obtain additional information have been unsuccessful to date.